Event description:
Via a journal article, a surgeon reported air bubbles within the infusion line during a vitrectomy procedure. There was no patient harm reported.

Manufacturer narrative:
The investigation is in progress. A sample has not been returned for evaluation. A root cause has not been identified. (B)(4).